Event description:
It was reported that pump displayed malfunction message malf 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use alternate insulin therapy such as omnipod or multiple daily injections, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and informed customer to enter pump settings and reconnect continuous glucose monitor on replacement device, with customer confirming understanding of all instructions.